Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report that the sensor glucose and blood glucose readings had 40 to 50 point discrepancies and that other sensors were giving him problems. The customer's blood glucose level was unknown. The customer's sensors were replaced and was informed to return the malfunctioning sensors back for analysis.